Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
A pt underwent a surgical procedure of total hip replacement due to arthritis of the hip in 1995. On (B)(6) 2011, the pt underwent an unanticipated revision surgery due to loosening of the implants.